Event description:
It was reported that the superion indirect decompression (ID) spacers cam-lobes were bending before they failed during deployment. It was noted that the patient had a tight lumbar spinous space causing resistance that required additional sagittal tilt and repositioning before the spacer failed per the physicians assessment. The physician confirmed all failed ID spacer pieces were removed and completed the procedure using a smaller ID spacer. The patient did well post-operatively.

Manufacturer narrative:
Analysis of the returned superion indirect decompression (ID) spacer revealed that the stripped spindle cap was completely sheared off from the implant body in addition to abrasion on the mating surface of the actuator. The damage to the implant indicates failure was likely due to deployment again resistance and/or manipulation of the position of the device by gear shifting of the inserter. A product labeling review identified that the device was used per the instructions for use (IFU)/product label. Additionally, labeling states to not force deployment or implant breakage or damage to bony structures may result. Therefore, boston scientific engineers confirmed the cam lobes were not bent however the allegation of the spacer not deploying issue was confirmed and have concluded the probable cause was unintended use error caused or contributed to the event.

Event description:
It was reported that the superion indirect decompression (ID) spacers cam-lobes were bending before they failed during deployment. It was noted that the patient had a tight lumbar spinous space causing resistance that required additional sagittal tilt and repositioning before the spacer failed per the physician's assessment. The physician confirmed all failed ID spacer pieces were removed and completed the procedure using a smaller ID spacer. The patient did well post-operatively.